Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They harvested a full leg of vein, but had to take more vein from the second thigh. Patient did have some very large branches that did not seal properly in the first leg. Upon initiating use of the hpii device in the second thigh, they noticed that the jaws did not open as far and that the application of energy was not as distinct as in the first leg. There was only a slight color change in the area of the burn with no "seal" created. When they took the device out of the leg, they saw that the black shaft of the hpii was divided about two inches from the jaws. They commented that the break appeared melted. They completed the harvest using a modified bridging technique. Patient is recovering as expected.

Manufacturer narrative:
Updated sections: PMA/510k, I f follow-up, what type, device evaluated by MFR. Correction: electrical issue, detachment of device or device component, and thermal decomposition of device have been removed and changed to material twisted/bent; shaft and melted. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 02/17/2020. An investigation was conducted on 03/26/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed. Heavy amounts of blood was observed on the harvesting handle. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. The shaft was observed to be bent closest to the base of the jaws, exposing the white wires inside the shaft. There was no signs of melting observed on the shaft at the point of it bending. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance test was not conducted due to the bent shaft. The handle was opened. Blood was observed inside the handle as well as on the wires inside the handle. Based on the returned condition of the device, the reported failure "material twisted/bent shaft" was confirmed, however not confirmed for the reported failure "melted". The analyzed failure "material twisted/ bent wire" was confirmed as well.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They harvested a full leg of vein, but had to take more vein from the second thigh. Patient did have some very large branches that did not seal properly in the first leg. Upon initiating use of the hpii device in the second thigh, they noticed that the jaws did not open as far and that the application of energy was not as distinct as in the first leg. There was only a slight color change in the area of the burn with no "seal" created. When they took the device out of the leg, they saw that the black shaft of the hpii was divided about two inches from the jaws. They commented that the break appeared melted. They completed the harvest using a modified bridging technique. Patient is recovering as expected.